Manufacturer narrative:
Device not returned. The initial reporter stated that the chemo drug is herceptin. The clinician noticed the leak when it was just forming a drop and was therefore able to gown and glove before manipulating the tubing. Clean up of the small contained spill occurred. There was no exposure to the clinician or patient. No contact with skin. A two year review of complaints database revealed did reveal additional reports for cl3520/similar problem. A review of those investigations where devices were returned recorded mixed results, including no defect, usage issues, cannot determine and mfg/design.

Event description:
Leak noted below the upper chemolock of cl3520. No adverse patient consequences were reported.

Manufacturer narrative:
The initial reporter stated that the chemo drug is herceptin. The clinician noticed the leak when it was just forming a drop and was therefore able to gown and glove before manipulating the tubing. Clean up of the small contained spill occurred. There was no exposure to the clinician or patient. No contact with skin. A two year review of complaints database revealed did reveal additional reports for cl3520 similar problem. A review of those investigations where devices were returned recorded mixed results, including no defect, usage issues, cannot determine and mfg/design. Visual summary: the reported used device was returned (cl3520) with mating device. Leakage was observed at connection between blue chemo lock body and clear collar at distal end of the tubing. Functional summary: cl3520 was pressure leak tested. A leak was detected. Analysis summary: the cl3520 was confirmed to be leaking due to distorted/damaged o-ring.

Event description:
Leak noted below the upper chemolock of cl3520. No adverse patient consequences were reported.